Manufacturer narrative:
Investigation summary: two samples were received with a sealed unit package for investigation. From the samples, the needle was observed to be connected with the syringe barrel tip. The samples were subjected to the needle pull test and results showed that the samples are within the product specification. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. (B)(4).

Event description:
It was reported that 15 syringe 1ml ls 25ga 5/8in chin graphics separated at the mating component during use. The following was reported by the initial reporter: "on (B)(6), 2020, the department found that the connection of the syringe needle was loose, even if the needle is tightened, it is easy to fall off during the vaccination. The sample has been sent back to the (B)(4) quality supervision department, batch number 9123544, and the department requires 30 1ml needles to be returned syringe."